Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic radial artery harvesting procedure, the vasoview hemopro tissue welder self activated without the toggle switch being pushed. This occurred as soon as the dc extension cable was plugged into the vasoview hemopro tissue welder. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The vasoview hemopro tissue welder and dc extension cable are returning.